Event description:
A veteran pt was allowed to enter the bore unwanded for metal. This person had a knife with iron or nickel content in their pocket. The knife was attracted to the static magnetic field in the bore of the scanner, and flew out of the pocket impacting the bore. This item's impact caused pain to the pt and physical dent in the bore of the MRI scanner. This philips MRI ((B)(4)) is owned and operated by contract ((B)(4)) between healthcare provider is healthcare ((B)(6)) and the us federal government (B)(6). Dates of use: (B)(6) 2018.